Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she set a dual wave bolus and miscalculated carbs. Customer had a hypoglycemic episode and is currently treating by setting it for 3 hours. Customer's blood glucose was 43 mg/dl. Customer found out she was running a pattern and this is why she had an open circle after the dual square bolus. Customer stressed that she miscalculated what she treated and she doesn't usually use the dual square bolus. Customer declined troubleshooting.